Event description:
A hospital in (B)(6) reported via a distributor that an rt100 adult dual-heated breathing circuit was found to be an electrical open circuit after two hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt100 breathing circuit is currently en route to fisher & paykel healthcare for investigation. We could not perform a lot check as no lot information was provided. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. (B)(4). We will provide a follow-up report upon receipt of the breathing circuit and following completion of the investigation.